Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed the target was located in the moderately tortuous and moderately calcified left popliteal artery. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3mm peripheral cutting balloon. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed the target was located in the moderately tortuous and moderately calcified left popliteal artery. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3mm peripheral cutting balloon. No patient complications were reported and the patient's status was good. Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks in the hypotube at 15cm, 55.5cm, 64.2cm and 101cm from the hub. The guidewire lumen is kinked at 18mm and 20mm from the tip. Microscopic examination revealed the tip is damaged. There is a pinhole in the guidewire lumen at the 18mm kink from the tip. The reported information indicates the device was inflated to 8atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.